Event description:
Complainant alleged that during biomedical department's routine testing and preventative maintenance of the device, the device displayed error message code "status 82" on the monitor screen. Error code "status 82" indicates that the pacer rate pot pulled to ground or +5v. The complainant indicated that there was no pt involvement in the reported failure.

Manufacturer narrative:
Na